Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0506, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) in 2011. Consumer reported: I got essure done in 2011 after my second child was born. Mild discomfort for the first few weeks after then I was fine. A year later I noticed I had gained 28 lbs. Then I started to get horrible joint pain. I'm also an epileptic who's seizures were under control with my medication. But my seizures started to get frequent, my neurologist had no explanation why my anti convulsion medication was all of a sudden ineffective. In 2013 I was confirmed pregnant. Ended up in the emergency room one night bleeding, I had miscarried. At that point I started questioning essure. If it was so effective I should not have gotten pregnant especially after being confirmed blocked after the procedure. In (B)(6) of 2014 I went in to my obstetrician asking for essure removal due to the amount of abdominal pain and bleeding I continued to have. After my hysterectomy physician came in my room and said "no wonder you were in pain, your uterus was enlarged, and your left coil had migrated and was dangling from it". After so much time of pain and issues not knowing what the problem was, I'm happy to say 9 months of not having essure in my body my joint pain is better, my seizures under control again. And no abdominal pain. However I do now have a metal allergy I cannot wear jewelry of any kind without breaking out nor can I consume canned food. Lt also makes me breakout, and I get horrible sick. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant and then miscarried. She also presented seizure. Later, she underwent hysterectomy due to pain and bleeding. During surgery, it was found that left coil migrated and was dangling from it. These events, seen as pregnancy, spontaneous abortion, seizure, abdominal pain, genital bleeding and device dislocation, are serious due to medical importance and required intervention. They are listed, except miscarriage and seizure which are unlisted in the reference safety information for essure. Unintended pregnancy may occur in women with essure micro-insert. In this case, it was confirmed that the tubes were blocked. But, later, during hysterectomy, it was found the left coil was migrated. Considering it is not clear the exact date of this dislocation, the possibility of device inefficacy cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, therefore causal relationship with essure use is assessed as unrelated. Genital bleeding and abdominal pain may occur during essure use. In this case these events led her to hysterectomy. Given event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. Regarding seizure, causality between this event and essure use is very unlikely since essure acts locally in fallopian tubes. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 11-sep-2015: ptc (product technical complaint) result received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant and then miscarried. She also presented seizure. Later, she underwent hysterectomy due to pain and bleeding. During surgery, it was found that left coil migrated and was dangling from it. These events, seen as pregnancy, spontaneous abortion, seizure, abdominal pain, genital bleeding and device dislocation, are serious due to medical importance and required intervention. They are listed, except miscarriage and seizure which are unlisted in the reference safety information for essure. Unintended pregnancy may occur in women with essure micro-insert. In this case, it was confirmed that the tubes were blocked. But, later, during hysterectomy, it was found the left coil was migrated. Considering it is not clear the exact date of this dislocation, the possibility of device inefficacy cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, therefore causal relationship with essure use is assessed as unrelated. Genital bleeding and abdominal pain may occur during essure use. In this case these events led her to hysterectomy. Given event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. Regarding seizure, causality between this event and essure use is very unlikely since essure acts locally in fallopian tubes. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.